Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power/damage with moisture issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: call service 054 alarms were observed in the pump's black box history. Moisture was observed behind the display lens. A pump case crack was observed near the corner of the display lens. A leak test was performed and both a keypad leak and pump case leak were found. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Unrelated to the initial allegation, the display screen was dim and discolored.